Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 6.1, lab: 4.0. Inratio: 5.8, lab: 4.0.

Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.1, ref: 4.0, mean: 5.05, confidence limits: unable to determine. Inratio: 5.8, ref: 4.0, mean: 4.90, confidence limits: 2.8-7.2. Tests are done within 3 hours between inratio and reference inr results. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for comparison-2 (5.8 vs. 4.0). Comparison-1 is not considered inaccurate with a mean greater than 5.0 and difference is not greater than or equal to 2.2. When comparing the two inratio test values with respect to precision, cv%=3.57%. Precision is met. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further testing is not required at this time. Trending and tracking will be performed in review for strip lot #214494. (Total number of discrepant complaints, including this event, is 2) no corrective action required at this time as no product deficiency was established.